Event description:
During a coronary drug eluting stenting treatment procedure, the catheter and wire locked together. In 2005 a 3.0 x 20 mm taxus express2 drug eluting stent delivery device and the guidewire locked together in unknown vessel. The physician tried to push forward and the catheter bent. Both the catheter and the wire were removed together as a unit. Another of same devices was used to successfully complete the procedure. There were no reported pt complications. Device analysis revealed shaft damage.